Event description:
Consumer fell asleep while laying on a heating pad and alleges it did not shut off. When she awoke she alleges the heating pad sparked and started to burn which resulted in a 3rd degree burn to her buttocks and required medical attention.

Manufacturer narrative:
Consumer states she was laying on the heating pad and fell asleep, both are violations of the instructions and warnings provided. Consumer also destroyed the heating pad, however, the information provided by the consumer indicates that the heating pad was likely abused/ misused by the consumer (e.g. Crushed and/or folded), which led to the complaint.